Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final implant depth of the valve was 1mm non-coronary cusp (shallower than the recommend 3mm) and 2mm left -coronary cusp. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It is reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. During pre balloon aortic valvuloplasty (bav) the patient developed left bundel branch block. The device was successfully implanted.the final implant depth of the valve was 1 non-coronary cusp and - 2 left -coronary cusp. Dual chamber pacemaker placed 24 hours following procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.